Manufacturer narrative:
Manufacturer received complaint that user alleged a broken leg from falling out of their chair. Info suggests user has had the chair serviced in the past. Maintenance and service history are unk. Chair has been in use since 2006. MDR filed on alleged broken leg.

Event description:
The consumer was allegedly thrown from the chair when the chair started bucking her back and forth, causing her to break her leg.